Event description:
It was reported that during preventive maintenance, the lead screw nut in the snaplock assembly was loose. No patient involved. The results of the investigation have concluded that the snaplock assembly has incorrect dimensions, which makes it a reportable event.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6)), intended for use in treatment, had a loose screw nut prior to a procedure on (B)(6) 2019. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut became unthreaded from the snap lock and this could have caused the handpiece to jam when it was moving to cut because the unthreaded snap lock nut would prevent the snap lock from moving fully along the lead screw. The root cause of this issue was found to be supplier / raw material fault. As part of corrective actions, a new and more robust design of the snap lock has been released.